Event description:
It was reported that tandem charging supplies sparked and caught fire. There was no reported impact to the customer¿s blood glucose level. The customer was guided to return the affected charging supplies, and replacement supplies were issued by technical support.